Event description:
The patient reported sound qualtiy issues with the device. Testing performed by the center showed shorted electrodes and out of range impedances. A decision was made to explant the device. The device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.